Event description:
As reported: "during the gamma u lag operation, when the surgeon tried to insert the u blade with the inserter according to the normal procedure, 13200330 (u lug screw connector) was damaged and broke. It was successfully removed with the pliers at the hospital. Damage due to metal fatigue was suspected."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the u-blade lag screw connector returned shows normal traces of use. The shaft of the u-blade lag screw connector is completely broken approx. Around the middle. Further damage was not found. The breakage surfaces of the u-blade lag screw connector show the typical appearance of a forced brittle fracture evident by smooth topography and absence of plastic deformation. The breakage happened in a slightly oblique manner indicating towards usage of this tool as a lever. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper handling during the surgery as the device was subjected to disproportionate bending forces by levering the it. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the gamma u lag operation, when the surgeon tried to insert the u blade with the inserter according to the normal procedure, 13200330 (u lug screw connector) was damaged and broke. It was successfully removed with the pliers at the hospital. Damage due to metal fatigue was suspected."